Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and sensor kit were reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
It was reported that the freestyle libre sensor that the customer had applied had a bent filament and did not insert properly. The customer subsequently experienced the symptom of "dizziness" as he was unable to monitor his blood glucose. The customer went to the hospital, and received a healthcare meter reading of 860 mg/dl. The customer was diagnosed with hyperglycemia and received unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the freestyle libre sensor that the customer had applied had a bent filament and did not insert properly. The customer subsequently experienced the symptom of "dizziness" as he was unable to monitor his blood glucose. The customer went to the hospital, and received a healthcare meter reading of 860 mg/dl. The customer was diagnosed with hyperglycemia and received unspecified treatment. There was no report of death or permanent injury associated with this event.